Manufacturer narrative:
We have attempted multiple times to receive the device from the hospital. However, device was misplaced by the hospital and was not returned back to us for evaluation. Hence, we cannot conclusively determine the root cause of the defect. The device cut the last 2-3 mm of the patient's vein upon withdrawal. From the information received from the sales rep, it is likely the tail of the centering hoop was caught in the sheath preventing closure of the device. The root cause of this issue is likely due to assembly error in the manufacturing process since the tails of the blades should normally be covered by the sheath. As a result of this complaint and similar reports from other users, we have initiated a field correction (recall) for this lot and other affected lots. Corrective action has been opened to resolve issues related to this event. Device was not received from hospital.

Event description:
During peripheral bypass, blades of 2 devices would not close. As a result, there was a small damage to the vein.